Manufacturer narrative:
Pump passed displacement test, operating currents, self-test, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit was monitored and no alarm, no alarm and no alarm noted. Unit audio/vibrate functioning properly. Unit tested with glucose sensor simulator and unit communicate and functioning properly. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, stained endcap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer received an absence of no delivery alarm, rtc/internal clock comparison error, software error bad pointers parameters out of range anomaly and sensor glucose versus blood glucose with threshold suspend. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 179 mg/dl. Customer¿s sensor glucose level was 69 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis. Troubleshooting for the alarms were performed. Customer was unable to clear the alarms and the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.